Event description:
It was reported that the pacemaker exhibited competitive atrial pacing (cap), failure to capture and inappropriate mode switch. Programming changes were suggested. No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.